Manufacturer narrative:
Additional information: b5:the reporter indicated that a12.6mm, vticmo12.6, -14.50/4.00/18 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os). On 11 sep 2020 the lens was removed and later exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Claim #: (B)(4).

Manufacturer narrative:
Additional information: b5:the reporter indicated that a12.6mm, vticmo12.6, -14.50/4.00/18 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.50/4.00/18 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os). Excessive vault was observed, lens remains implanted. Other, "lens size was according to ocos nomogram correct, but vault too high after implantation" was reported to be the cause of this event. Lens exchange is planned but not yet taken place. If additional information is received a supplemental medwatch report will be submitted.